Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Date of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of infection from the surgical procedure? Were cultures performed? Results? What medical intervention was performed for the patient¿s symptoms? Results? Has the mesh been removed? If so, please provide results and date.

Event description:
It was reported that the patient underwent a gynecological procedure for incontinence on an unknown date and mesh was implanted. Twenty days after the mesh was implanted, the patient presented to the emergency room with migraine like symptoms and a sudden inability to stand and walk. The patient was admitted for five days and slowly rehabilitated to regain mobility. The patient continued to have internal infections, abdominal pain, bloating, bowel and bladder pain/bleeding and horrendous voiding/motion difficulties and hospitalizations. The patient reported that her body felt like it was trying to expel hot glass fragments. The patient's incontinence returned and with it came immense nerve pain and dyspareunia. The patient returned to the surgeon but the surgeon opined that is was not the mesh. The patient's local doctors completed many tests and related all the symptoms to mesh rejection and infection. The patient is unable to function without medication and every day activities are becoming increasingly difficult. Another surgeon is currently investigating whether surgery is possible to remove the mesh without making the symptoms worse. Additional information has been requested.